Event description:
It was reported that the customer had a reservoir that was coming out of the reservoir compartment. Customer mentioned that she just taped the current reservoir in the pump. Customer's blood glucose level was 458 mg/dl. Customer noticed that two days ago the reservoir was not locking into place. Today, the customer woke up and the reservoir was out of the reservoir compartment. Customer stated that the reservoir compartment was chipped. Customer does not know how the damage occurred. Customer declined troubleshooting for high blood glucose levels. Elevations as confirmed by the customer have been due to the reservoir not being in its proper place in the compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.